Event description:
The customer received a blood glucose reading from the contour next link that was different from the doctor's meter by 65mg/dl. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned. Product was not replaced.